Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and pelvic floor repair mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01227. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 concurrently with a rectocele repair with graft in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 05/14/2007 and mesh was implanted. The patient experienced pain, erosion, extrusion, and urinary problems. Excision of eroded mesh was performed on (B)(6) 2010. (B)(4).